Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that the patient underwent a total knee replacement surgery on (B)(6) 2024. The sliding mechanism of the instrument separated. Unknown, if there was a surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the sliding mechanism of the instrument separated. Unknown surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the welded pin on the hp em tibial jig spiked uprod was broken. As a result, the proximal head detached and slid off the device. The device also shows signs of extensive use over many years. The breakage appears to be consistent with the effects of repeated use and servicing over a period exceeding 15 years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hp em tibial jig spiked uprod would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a1008) provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Did the instrument broke into 2 or more pieces? Yes. B. Was there any surgical delay related to the event? No. C. Was there any patient consequence related to the event? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, g1. Corrected: h6 (health effect - impact code & health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.